Manufacturer narrative:
Product investigation summary: product analysis of the returned components confirmed a product malfunction that aligns with the reported events. The product record review indicated reported events do not represent an unanticipated event. The investigation conclusion code of cause traced to component failure was chosen because a component failure identified during product analysis was found to be the most probable cause of the report of fluid loss. Based on the results of this investigation, no escalation is required. This conclusion is supported by the following objective evidence: product investigation (pre-connect) product analysis summary: product analysis was unable to directly confirm fluid leak on the returned components, however, the misaligned spring could have led to an inflation issue and will be considered a probable cause for this event. DHR review / similar complaint review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review: the ams 700 hazard analysis indicates that the as-reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Pain and infection are included as potential adverse events in the product labeling. Product investigation (reservoir) product analysis summary: product analysis confirmed a fluid leak on the reservoir from fatigue as the most probable cause of the reported events. DHR review / similar complaint review: review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. There is no evidence that the reported events are related to a manufacturing deficiency based on the product analysis and a review of the manufacturing records. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review: the ams 700 hazard analysis indicates that the as reported events of this complaint do not represent a new hazardous situation. Additionally, boston scientific does not have responsibility to provide training to medical professional as documented in the dfu/IFU, and the ams 700 is not a new product because it is not within the first six months of its release in any geography, and it is not a new design platform. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Pain and infection are included as potential adverse events in the product labeling.

Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) as it would not inflate with pumping due to fluid loss. The existing components were removed and a new ipp was implanted. There were no patient complications.

Event description:
It was reported that the patient underwent a surgical procedure to replace this inflatable penile prosthesis (ipp) as it would not inflate with pumping due to fluid loss. The existing components were removed and a new ipp was implanted. There were no patient complications. A supplemental report will be submitted should additional information be received or upon device return and completion of analysis.